Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer failed to complete start-up. Troubleshooting steps were taken including disconnecting the power cord. However, after reconnecting the power cord there was no beep and the screen just sat at ¿please wait.¿ the programmer has been returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer was unable to boot. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer would not boot up. Hard drive found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.